Event description:
The pump was returned for investigation. Investigation revealed the keypad was peeling above the contrast button exposing the key contacts. The keypad cover was removed and contamination found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad cover was found to be peeling above the contrast button exposing the key contacts. The keypad buttons were found to be responsive. Investigation revealed contamination found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.